Manufacturer narrative:
Phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that one unit of polyflux 140h had an external dialysate leak from the header due to a crack at the welding. The event occurred during treatment. There was patient involvement however, no patient injury or medical intervention was reported. No additional information is available.

Manufacturer narrative:
H3: the actual sample was available for evaluation. The provided sample showed the product wet after treatment. A leak test of the dialysate side was performed and a leak was observed. The reported condition was verified. The review of the welding parameters of the product showed no conspicuousness and were within the specification. The cause could not be identified. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.